Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor unable to power on) was confirmed. Upon evaluation, the monitor continued to reset. The root cause of the constant resets is still under investigation. A supplemental report will be sent upon completion of the evaluation. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
The pt service representative (psr) assisting a (B)(6) male pt contacted zoll customer support to report that the patient's monitor screen was blank when pressing both response buttons. The pt was issued a replacement monitor.